Event description:
It was reported that a spectrum pump failed volume accuracy testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, d4: model, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "device failed volume test 3 times" was not reproduced. The event history log review was performed, and the customer reported problem could not be confirmed through the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.